Event description:
The affiliate reported the customer alleged approximately a few milliliters of wash solution (composed of 99% deionized water and 1% wash concentrate) leaked on top of sample tubes during unloading of the sample rack from the unicel dxc 800 synchron system. The customer noted the cap piercer was not evacuating the blade wash, causing it to drip on the sample tubes and rack. The customer also noted tube venting error occurred during sample analysis. The customer stated no erroneous results were generated, and there was no patient impact. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed broken pieces of blade under the shuttle and on the base of the cap piercer. The fse replaced the wick and resolved the issue. The fse primed the blade wash multiple times and no evidence of fluid leak was observed. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Wick. (B)(4).